Manufacturer narrative:
Based on assessment, the product met specifications at the time of release.investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported during flap creation procedures, four flaps appeared to be thin. Upon follow up, facility did not have any additional information.

Manufacturer narrative:
The company representative checked the system and was unable to find anything that attributed to the reported events. The company representative was unable to replicate anything that would be consistent with the reported event. However, the pockels were replaced. Additionally, the company representative performed base alignment, energy section verification, articulating arm alignment, course and fine alignment, performed zxy and depth calibrations, checked power at objective in both flap and cataract modes, and checked oct settings. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).